Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a blood and diluent leak of approximately 5 to 10 milliliters from the sample probe of the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the source of the leak was the disconnected tubing at quick disconnect (qd) 421f. Qd421f is the path for the probe waste. The fse inserted the tubing over the fitting of qd421f, and cleaned the sampling probe and the area beneath the sampling probe. There was no further evidence of leaking. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The root cause of the leak was the disconnected tubing at qd421f.